Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the catheter is confirmed and was determined to be use related. One 4 fr s/l groshong catheter with its attached connector and extension tubing was returned for evaluation. An initial visual observation revealed use residues throughout the returned sample. The catheter was observed to be broken between the 36 cm and 37 cm depth markers. A tactile evaluation revealed some tensile weakness around the break site. A microscopic observation revealed shiny striations along a portion of the fracture surface. The remaining break fracture surface appeared granular and uneven in appearance. The break was observed to be at a diagonal angle with an overall uneven fracture surface. The break site had sharp fracture edges. The damage found along the break site appears to be initiated by a sharp instrument damage thus weakening the catheter. The break in the catheter appeared to fail completely at the sharp instrument damage location from tensile, or pulling forces applied on the catheter. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that when nurse changes dressing the tube was broken. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that when nurse changes dressing the tube was broken. No other information was provided.